Event description:
It was reported that during a device data review, it was noted that the minute ventilation (mv) feature had been automatically disabled due to a signal artifact monitoring (sam) event. It was determined that the sam episode showed evidence of non-physiologic artifact over-sensing. Additionally, it was discussed that the patient was undergoing an unrelated bypass surgery at the time of the stored sam event, which likely produced the non-physiologic artifacts. Boston scientific technical services was contacted and provided instructions on how to re-enable to mv feature, if clinically appropriate. At this time, the device remains implanted and in-service. No adverse patient effects were reported.